Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown tibial nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, a tibial nail was removed due to infection and non-union. An external fixator will be placed because of a possible infection. The patient did not experience a post-op device malfunction. This nail was originally implanted in (B)(6) 2021. During the reaming process, during the revision, they attempted to bend the tip of a 2.5 reaming rod and the tip broke off. Another reaming rod was opened, and surgery was successfully completed. This (B)(4) will capture the post op event where there was a device removal due to infection. While (B)(4) was created to capture the intra op event in which during the surgery the tip of a 2.5 reaming rod and the tip broke off. This is report 1 of 7 for (B)(4). This report is for an unknown tibial nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: manufacturing location: monument, manufacturing date: august 20, 2021, expiration date: july 31, 2031, part: 04.034.433s, 10mm ti cann tibial nail - ex w/prox bend 315mm ¿ sterile, lot: 331p744 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to possible infection¿ does not indicate breakage of the nail. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.